Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The no delivery alarm could not be verified due to the prime anomaly. The device also had a scratched display window, cracked display window corners and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and a motor error alarm after bolus. The blood glucose at the time of the incident was unknown. The device was not exposed to a magnetic field and the customer was able to rewind. The device was returned for analysis.